Event description:
The balloon, on a gastrostomy tube, started leaking just after being surgically inserted (pin hole leak) and had to be removed. Kimberly-clark has no first-hand knowledge of the allegations, but is relaying info rec'd from outside sources pursuant to federal regulations.

Manufacturer narrative:
Without the actual product sample it is not possible to determine the root cause of the failure (e.g; defective product, installation technique, etc.).